Manufacturer narrative:
The manufacturing records for the onxae-19, (sn) (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. The onxae-19 sn (B)(4) implanted on (B)(6) 2009, (B)(6) female with prior balloon valvuloplasty as a child (2001). The valve was explanted on (B)(6) 2016 (7 years 319 days postop) due to pannus and thrombosis and replaced at that time with onxane-19 sn (B)(4), at patient age of (B)(6). Patient has a recorded history of anticoagulation noncompliance. Reason for explantation is aortic stenosis resulting from pannus overgrowth and thrombosis. Primary precipitating root cause is most likely inadequate long-term anticoagulation. Pannus and thrombosis are both rare, but acknowledged potential complications for aortic valve recipients [instructions for use]. Thrombosis, or "clotting," is a rare, but recognized risk for recipients of mechanical heart valve prostheses. The historical rate of occurrence for rigid valves is 0.8 % per valve year [iso 5840:2005]. Pannus formation is a rare, but known, adverse event associated with prosthetic heart valves. Sakamoto1 et al., for instance, reported 1case out of 137 recipients (0.73%) of the st. Jude bileaflet valve (sakamoto 2006]. They also observed that all of their pannus patients {including their bjork-shiley cohort} were women, an observation reiterated by (B)(6). Factors that may contribute to pannus formation are inadequate anticoagulation, infection, wall shear stress, and female gender [(B)(6) 2012]. The most likely root cause of the event is noncompliance with prescribed anticoagulation therapy, leading to pannus and thrombotic growth resulting in sever stenosis. No further action is warranted at this time. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
Implant registration card (irc) received indicated that female patient received onxae-19 (sn (B)(4)) on (B)(6) 2009 and required explant on (B)(6) 2016 and replacement with another onxae-19. According to operative notes: "urgent replacement of the aortic valve using a 19mm onyx aortic mechanical prosthetic valve. Resection of the prior aortic valve prosthesis. Extensive debridement of the annulus. Total cardiopulmonary bypass. Cold blood cardioplegic arrest. Insertion of temporary epicardial pacing wires, ventricular. Transesophageal echocardiography. Redo-sternotomy. A (B)(6) woman who was status post balloon valvuloplasty (as child) and mechanical avr in 2009. She has been non-compliant with her anticoagulation and thus developed heart failure and was found to have aortic valve thrombosis. I explained the risks and benefits of surgery (redo avr) and discussed the sts risk calculator with her. I also discussed that she must be compliant with her anticoagulation as a procedure will not be feasible. She agreed to proceed and be compliant with her medications and follow up. Prosthetic valve with immobile leaflets with both subacute thrombus and chronic pannus on the ventricular side. The annulus required extensive debridement for implantation of the new prosthetic valve. The left main and right coronary ostia were very low, almost at annulus. Post procedure the ostia were patent and were very low lying, 3-4 mm distal of annulus. Post-implant tee- ho paravalvular leaks, mean gradient= 7mmhg. Extensive adhesions. Arterial cannulation performed distal the level of previous arterial cannulation site. Lvh 1.5-2.1 cm thickness."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Implant registration card (irc) received indicated that female patient received onxae-19 (sn (B)(4)) on (B)(6) 2009 and required explant on (B)(6) 2016 and replacement with another onxae-19.